Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested abut unavailable: how was the device removed from the patient? Did the jaws eventually open? How was the procedure completed? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Additional information requested and received: can you please provide further detail of the event, confirm if it was an adverse event and what was done to address the device issue as it wasn't stated how the procedure was completed. The surgeon closed the stapler and at the time of opening to reposition it, the stapler did not open. He did not even fire the stapler. He just wanted to open the stapler to reposition the fabric. The sales rep. Explained and advised how it should be done if this happens again. It was not an adverse event. The surgeon used another stapler and another load to complete the procedure.

Event description:
It was reported that during a rectosigmoidectomy procedure, the stapler locked with the load inside. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n55p09 the analysis found that one pse60a device was returned with no apparent damage and with an ecr60d partially fired 1/16 cartridge loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.